Event description:
The hospital reported that during a coronary artery bypass procedure for three proximal's anastomosis, five heartstring seals did not deploy out of the delivery tube into the aorta. The sixth heartstring seal's clear deployment tube separated from the hub and the tube had to be retrieved from the aorta. The surgeon completed the procedure by converting to clamp. No pt complications were reported by the hospital as a result. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube. Other observations were that the tension spring assembly was still loaded inside the deployment tube and the plunger was depressed. From the investigation, the tension spring remained inside the deployment tube which prevented the seal from deploying. The failure that the seal did not deploy is confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.